Manufacturer narrative:
(B)(4): (2) devices were received for evaluation for device sparks when being used. Evaluation of the device did not confirm the reported issue. By the lot number provided on the returned packaging it was found that the devices where purchased (B)(6) 2012. Visual observation did not reveal any cuts scrapes or any other compromises to the insulation. Both devices were function tested by testing with a hypot tester to verify the integrity of the insulated shaft and to investigate if the device sparks when used. The device did not spark and hy-pot test passed. The device passed all acceptance criteria. We are unsure from the information provided where the device sparked during use, at the distal end where there is approximately ¼ in of metal exposed or the tip where there is approximately 1/8 in of metal exposed by design. We further tested the shafts insulation by testing it with a wand. Both devices passed the wand test. The devices did not spark. These devices are 100% inspected and tested for this failure mode prior to packaging. All test passed acceptance criteria for this lot. The devices were not returned with the handle that was used when the incident occurred. So we tested the device with an approved handle. It is important to place the end of the electrode fully seated into the handle or when clamped down it will spark. We tested the devices with the end of the device fully engaged in the handle and clamped down. It did not spark. We further tested the handle by partially fitting the end of the electrode into the handle and the device did spark. There is a possibility this is what the customer was experiencing. Without further information that this was the case, we were unable to replicate the reported failure. In addition, without examining the handle utilized when reported failure occurred, there is a possibility there was a defect in the handle used. Based on the information provided, we are unable to determine the exact root cause or replicate the reported failure. A review of the device history record for the reported lot did not indicate any non-conformances. A 2 year trend analysis was conducted for this reported failure mode and product code. This was the only complaint reported for this device. There was no negative trend detected.

Event description:
The customer stated that the item 89-7202 arcs (sparks) when being used. She opened a box, 2 of them did the same thing and she needs them looked at. Additional information (B)(6) 2013: the customer stated that it was being used on a patient when it sparked but there was no patient harm or injury. She said the item was new.